Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to calibrate the stylus pen. It was indicated that the connection between the overlay and printed circuit board (pcb) required a reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen and was unable to calibrate the stylus pen. The programmer was returned for service. No patient complications have been reported as a result of this event.